Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected in two segments at 21.5 cm distal to the is-1 connector pin. A portion of lead body between the two segments was not returned for analysis. The analysis of the received segments revealed a rubbed through insulation in the area of the tricuspid valve and at the is-1 connector. The conductor cable to the rv shock coil was found fractured at the df-1 connector. Based on the characteristics and location of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state as a result of the interaction with the tricuspid valve, likely calcified, as well as the ICD can. Diagnostic images clarifying this assumption were not available for analysis. Further damages i.e. Cuttings of the insulation and a deformation of the rv shock coil, resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to high impedances. Should additional information be received, this file will be updated.